Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, the doctor was unable to visualize an enterprise2 4mmx23mm intracranial stent (encr402312, 9020421) under image after the stent was delivered to the prowler select plus 150/5cm microcatheter (606s255x, 31338513). The doctor only retracted the stent alone and observed that the stent was detached from the delivery wire. Then physician removed the microcatheter and switched new devices to complete the surgery. There was no alleged product malfunction against the prowler select.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, the doctor was unable to visualize an enterprise2 4mmx23mm intracranial stent (encr402312, 9020421) under image after the stent was delivered to the prowler select plus 150/5cm microcatheter (606s255x, 31338513). The doctor only retracted the stent alone and observed that the stent was detached from the delivery wire. Then the physician removed the microcatheter and switched to new devices to complete the surgery. There was no reported alleged product malfunction against the prowler select. Additional event information received on 05-feb-2025 indicated that there was resistance felt within the microcatheter. There were no procedural delays due to the event. Additional event information received on 19-feb-2025 confirmed that they were not able to visualize the stent under flouro. The microcatheter was removed and replaced with a new one due to the stent issue. A non-sterile 4mm x 23mm enterprise2® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and only the delivery wire was returned for evaluation; this was found to be in good condition (i.e., no kinked, bent or elongated). The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The customer complaint regarding a stent being automatically released was confirmed since the stent was noted as already separated from the delivery system; based on this condition, the issue regarding an impeded condition cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, the returned component did not present damages that suggest that it was forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Since the stent was not returned for evaluation the issue regarding a stent being unable to be visualized cannot be evaluated. However, during the procedure there are multiple radiopaque markers present, the distal markers on the stent markers are the least visible comparatively (due to their relatively small mass). Where the stent is placed (bone density, surrounding tissue) could potentially impact visibility of the distal markers. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The stent and introducer components might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9020421. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional event information received on 05-feb-2025 indicated that there was resistance felt within the microcatheter. There were no procedural delays due to the event. Additional event information received on 19-feb-2025 confirmed that they were not able to visualize the stent under flouro. The microcatheter was removed and replaced with a new one due to the stent issue. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.